Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that patient had a previous back injury and the pump never addressed the problem thoroughly. Patient reported being in constant pain all the time. Patient noted he started the first pump on morphine for several years and morphine was increased and got up to "not being strong enough anymore" so with the current pump patient was switched to dilaudid. Patient reported that event with the pump he was in constant pain, and over the years he had even taken extra pain medications. Patient had not yet met with new current healthcare professional , he had talked briefly on the phone and had a refill/first appointment scheduled for march but that hcp was not familiar with previous pump info. Patient could not remember old hcp's name. No further complications were reported. Additional information received from the consumer reported the hcp increased the medication as high as it could go, and they couldn't increase the medication anymore. The patient needed to change the medication to dilaudid. The patient reported since having dilaudid in his pump (dating back 3-4 years ago), he started to have nothing but trouble. The patient was constipated, it didn't work as well, and the patient was having a lot of pain that he couldn't deal with anymore. The patient was looking into pain stimulation. The patient did not have an allegation on the pump itself. The patient stated the hcp would like the patient to think about getting pain stimulation. The patient stated he thought the pain stimulation would give him better relief than what he was currently getting. Additional information was received from a consumer. It was reported that the patient's pain pump was replaced in (B)(6) 2017 due to the battery running out. The patient did not know if the pain was related to the pump or a health condition. No further complications were reported.